Event description:
It was reported that the tip of a tether set screw driver fractured intra-operatively. It was stuck in the set screw and the surgeon elected not to remove it. There was no reported impact to the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed that the tip of the device is fractured. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied to cause the tip to fracture. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of a tether set screw driver fractured intra-operatively. It was stuck in the set screw and the surgeon elected not to remove it. There was no reported impact to the patient.